Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/12/2018, the mentor failure analysis lab received the device for evaluation. On 06/12/2018, mentor received additional information that the patient¿s explanted devices were replaced with mentor memorygel breast implant 360cc gel breast prostheses. On 07/02/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with cloudy appearance. Black material was observed within the device. Gel was observed or on the shell surface. During visual examination of the device, parallel lines of shell wear were observed on the posterior view extending to the anterior, suggesting in-vivo folding or creasing of the device. Two rents measuring approximately 0.5 cm were observed at the end of the shell wear on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).